Event description:
The user ran 70 pt samples for insulin as part of a study, then noted the qc placed at the end of the run was out of range. On (B) (6) 2009, the user repeated the same samples and some did not match the original results. The user could not provide specific pt data, but did provide one example of an initial result of about 20 mu per ml and a repeat result of 54.1 mu per ml. None of the erroneous results were reported.

Manufacturer narrative:
The field service representative determined there was a dirty flow cell and had the user perform flow path cleaning. Controls were tested to verify the analyzer performance.